Manufacturer narrative:
G4:25jan2021. B4:25feb2021. H11:g5:k102985. H10: the unit was in clinical use, and there was no patient harm. The customer confirmed there was no device swap out during this event. The customer replaced the gas delivery system (gds) to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Good faith efforts have been made to obtain additional information on clinical details relevant to the desaturation but were unsuccessful.

Manufacturer narrative:
G4:03mar2021. B4:07mar2021. H11:the customer let the unit run for a couple of days, and they could not find the issue with the unit. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02apr2021. B4: 07apr2021. Information was received from the customer that the unit was in clinical use and the patient desaturated. The unit was swapped out. Additional information has been requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
The customer reported the unit shut down during patient use and wont start back up. The customer confirmed diagnostic error code "aux alarm supply failed" in the logs. The customer also advised being unable to power the unit back on with just battery or alternating current (ac). The customer opened the unit, unplugged the 4 wire power harness, and unit powered back on. The remote service engineer (rse) reached out to the senior tech who suspected the power management (pm) printed circuit board (pcb) due to power issue. The unit was in clinical use, and there was no patient harm.